Manufacturer narrative:
The product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements 6 days post implant. A lead dislodgement was suspected or potential impact from dialysis treatment. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.